Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's mother reported that on two occasions, customer's insulin pump was not delivering insulin. Customer's blood glucose would not come down. The issue was resolved by changing infusion sets and reservoirs. Customer's current blood glucose is 141 mg/dl. Customer was advised to call when issues occur to troubleshoot. Nothing further reported.